Event description:
A journal article was reviewed that contained information regarding this lead. The lead was removed due to infection. During the extract procedure, tissue adhesions were found on the lead. These were removed and the lead was pulled manually, but with no success. Additional extraction techniques were used, and when the lead was pulled, a break in the insulation was observed and a piece of the coil remained in the atrium. The patient then was put under general anesthesia, and the remaining section of the lead was removed. The patient had an uneventful recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "active-fixation coronary sinus pacing lead extraction: a hybrid approach." International journal of cardiology. May 3 2012;156(3):e51-e52.